Event description:
Reference number (B)(4) . Event occurred in the united states, it was reported that on (B)(6) 2024 one infusion set were dislodged. The blood glucose level is high, and patient is addressing issue due to correction bolus via pump. No further information available.